Manufacturer narrative:
Convatec is submitting the report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized in (B)(4) 2011. The data presented is from (B)(4) different product applications. The report states that there are no significant trends.

Event description:
The patient reported that she developed a rash under the device. Approx 2 weeks later, the skin became open and weepy. The patient allegedly sought med treatment. Details regarding the diagnosis and treatment of the affected area were not available. The patient has since discontinued use of the device. No further patient complications were reported.